Manufacturer narrative:
Based on the claim against the product by the customer noting the tip of the long bipolar grasper instrument broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of grips-tips broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.317" x 0.130" was found to be broken off. The broken piece was not returned. The complaint regarding tip of the long bipolar grasper instrument broke was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue. The probable root cause of the failure mode broken instrument grips -tips is typically attributed to mishandling/misuse of the device, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the long bipolar grasper instrument broke. As reported, the tip was with the device. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.